Manufacturer narrative:
(B)(4). The device has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Correction: upon further review of this report, it was determined that a 881:xx alarm is not a malfunction that could cause or contribute to a death or serious injury were it to recur.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which a failure code 881:00 occurred on channel b. This condition has the potential to cause an interruption of delivery. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.